Manufacturer narrative:
E1: patient city:(B)(6). Patient country:australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The blood glucose level of the patient was 27 mmol/l. Therefore, the patient was hospitalized on (B)(6) 2025 at 8:00 am for two nights. During hospitalization, the patient was treated with manual insulin injection. No further information available.